Event description:
Allegedly revised due to ceramic liner fracture and acetabular component retroversion.

Manufacturer narrative:
Hospital has stated this is a known complication for this device. Investigation is not complete. Trends will be evaluated. This report will be updated when investigation is complete. This is the same report as 1043534-2009-00253, 00254.